Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. There was no damage or abnormality noted nor leak identified. The cuff component performed as designed. Upon receipt at our post market quality assurance laboratory, the balloon component was visually inspected, microscopically examined, and tested for leaks. There was no damage or abnormality noted nor leak identified. No product malfunction was identified with the balloon component. Upon receipt at our post market quality assurance laboratory, the pump component was visually inspected, microscopically examined, and tested for leaks. There was no damage or abnormality noted nor leak identified in the pump or kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The ams 800 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Product analysis could not confirm the reported clinical events.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as it stopped working. All components of the existing aus were explanted and replaced with a new aus. No additional information was reported.